Event description:
During a remote follow-up, a decrease in the sensing was observed on the right ventricular (rv) lead. Upon investigation, the rv lead was observed to be dislodged and resulted in inappropriate therapy being delivered. The patient was hospitalized and the device was reprogrammed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was repositioned to resolve the event. The patient was stable.

Event description:
Additional information was received that far-field p wave oversensing was observed on the rv lead.